Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Despite attempts, the sample has not been returned for evaluation. It is unknown if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label for this device. The info for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that device that was implanted in an upper av graft, approximately 3 months ago, fractured. The pt has been referred to an interventional radiologist. No add'l info is available at this time.